Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the firing force was higher than expected, and the device could not be fired during use. Another device was used to complete the case. There were no adverse consequences to the patient.